Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009. According to the complainant, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Post procedure on (B)(6), 2010, the patient presented with elevated bilirubin, liver and pancreatic enzyme levels as well as a fever, diagnosed as cholangitis. As a result of the cholangitis, the patient was admitted to the hospital. According to the physician, the cholangitis was not due to the stent, but caused by tumor overgrowth. In the physician's opinion, the stent was "probably" blocked with tumor overgrowth as well. A second ercp was attempted under sedation; however, was unable to be performed due to a duodenal obstruction. According to the physician, the duodenal obstruction was not caused by the wallflex stent. The patient refused to undergo a percutaneous transhepatic cholangiography or any intervention to treat the duodenal obstruction. The patient was hospitalized for observation from (B)(6), 2010, during which time antibiotics were prescribed to treat the cholangitis. The cholangitis was reported to be resolved. On (B)(6), 2010, the patient expired. In the physician assessment, the cause of death was tumor progression due to pancreatic cancer. The physician also attributed the event to the patient¿s co-morbidities (thromboembolism), and per his assessment, the patient's death was unlikely to be related to the stent device. An autopsy was performed; however, a copy of the report is not available.